Event description:
Event description guidant received information that this right atrial transvenous lead was exhibiting a high pacing impedance. The physician surgically capped the lead and replaced it with another right atrial transvenous lead. Additional information was received that the pacing impedance was high and out of range through the device as well as through the pacing system analyzer. Multiple tests were performed, but the cause for the high impedance could not be confirmed. No adverse patient symptoms were reported.